Event description:
Patient with history of dislocation was reported to have undergone a second hip revision procedure in 2009. Subsequently, the liner and the cup disassociated and the patient was revised at approx seven weeks later to remove and replace all components. The patient was also reported to be partially paralyzed.

Manufacturer narrative:
Evaluation of the returned component found that the liner ring groove dimension was out of specification. This likely occurred during a steam sterilization process. Biomet does not steam sterilize polyethylene components. This report filed october 14, 2009.

Event description:
Patient with history of dislocation was reported to have undergone a second hip revision procedure in 2009. Subsequently, the liner and the cup disassociated and the patient was revised the following month, to remove and replace all components. The patient was also reported to be partially paralyzed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.